Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. During fluoroscopy the filtration element may have inadvertently interacted with the lesion causing the nav 6 frame to break; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10: device status changed from returning to discarded.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. The emboshield nav6 was prepped without issue. The device was then advanced to the lesion with no resistance noted. Under fluoroscopy, it was noted that one of the sides of the metal frame (filter) was fractured, not in two pieces. The device was removed and another was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.